Event description:
As reported by the field, during a stent assist coil embolization of an aneurysm in the basilar artery, an enterprise intracranial stent (product/lot unknown) became impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31024381) and could not pass through. The physician retracted the microcatheter and stent from the patient¿s body and switched to a new microcatheter to complete the surgery. The stent was not replaced. Additional information received indicated that other devices were successfully used with the microcatheter prior to or after the encountered resistance. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. There was no excessive force applied to the device.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. D3 ¿ the product catalog and lot numbers were not reported; UDI unavailable. E1. Initial reporter phone: (B)(6). The device remains implanted; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Missing information from this report is identified as blank. This information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00642.